Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had button hard to pressed and motor error alarm. Customer's blood glucose value was unknown. The customer was offered to troubleshooting. Customer stated that insulin pump received random and unexplained no insulin delivery. Customer stated that insulin pump had sound a lot louder than before when rewinding. The customer also reported that the insulin was squirting little during manual prime process. Customer stated that the reservoir gets sticky and battery cap was stripped so it was hard to put in. Customer reported that battery life was down to 2 to 3.5 weeks. The device will not be returned for analysis.